Event description:
It was reported that during an unknown procedure the indicator light of the on/off button always stayed on. The aspiration is also always on. The only solution is to unplug the device to stop the aspiration and the power indicator.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. Serial number was received and DHR is pending review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/24/2022. Investigation summary per service manual operational and diagnostic analysis did not confirm the reported continuous activation. The unit passed all functional tests and is fully operational. No further investigation will be conducted on this complaint. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.